Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 43 mg/dl. Reportedly, there was no issue with the pump. Contact stated that customer's bg levels have always been unstable and that bg can drop quickly for no reason. Customer addressed bg with juice and a snack. Recommendation was made by tandem technical support to consult healthcare provider.